Manufacturer narrative:
(B)(4). Evaluation pending device return.

Event description:
It was reported that after the surgeon inserted the anchor into the site and pulled out the insertor, the tip of the insertor got broken. The site was prepped with dilator. The broken tip was left in the site. The patient bone quality was hard. No patient injury reported.

Manufacturer narrative:
One healicoil regenesorb 5.5mm suture anchor with 3 ub-bl-cb-bl-bk sutures returned. Visual inspection of the device confirmed the distal end of the inserter has broken off. This piece was not returned. Communications indicate that the piece was removed from the patient. No anchor or portion of anchor was returned. No suture was returned. There were some, but limited clinical details provided. The bone quality was listed as ¿hard¿. The IFU recommends a 5.5mm dilator for this product¿s use on hard bone. The prep details relayed were ¿prepped with a dilator¿. It is unknown if the recommended size was used. The condition of the device¿s distal end indicates excessive force was used. The IFU reads: ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ no root cause related to the manufacture of this device can be determined for the stated complaint.